Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, a blue foreign material was found in cavity. It seemed the part is sealing part of one of the versaport devices. The piece was retrieved. No bleeding. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).